Event description:
When checking the zoll pads, we discovered one step CPR complete zoll pads will not deliver an electrical shock during required regular testing. No patients were affected. FDA safety report ID# (B)(4).